Event description:
A carbomedics standard mitral valve was implanted in 2005 and on (B)(6) 2016, the patient died. Based on a preliminary autopsy, it appears that the heart valve played a role in the patient's death.